Manufacturer narrative:
(B)(4).

Event description:
The customer reported that after completing a patient cardiac procedure, a coronary angiogram, the radiologist reported that there was a smudge artifact on the reconstructed images. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander. The fse reported that the artifact was in the region of interest, a blood vessel in the heart. The fse reported that the there was no misinterpretation as the radiologist detected the anomaly and contacted philips.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that images acquired utilizing their philips brilliance ict system, exhibited smudge artifacts in the blood vessels of cardiac acquisitions. The customer confirmed that the artifacts did not result in misinterpretation or mistreatment of a patient. The issue did not result in harm to a patient, operator, or bystander. The artifact was recognized and the patients did not receive rescans. Image data was sent to clinical applications for further analysis. Philips physics and clinical applications groups reviewed the data provided for this issue and found: all data provided from the associated complaints was reviewed by reconstructing images with imr and idose4 using different settings. Image review was conducted with cross-functional team of application specialists. Following was observed during the image reviews: using imr body routine was applied, coronary vessels were not enhanced. Using idose4 with xcb or cb filters, coronary vessels were not enhanced. Using imr cardiac routine, coronary vessels appeared to be non-uniformly enhanced. Using idose4 with xcc or cc filter, coronary vessels appeared to be non-uniformly enhanced. The cause of this non-uniform contrast enhancement in coronary vessels while using imr cardiac routine and idose4 with xcc or cc filters is due to the filter kernel which boosts the contrast in the objects which are size of 2~5 mm. This boosting was originally designed for a better visibility of the vessels and is good for use with the automatic segmentation tools. There is no malfunction of the system; the system is working as specified. The artifact can be minimized using imr body routine filter or idose4 with xcb or cb filters which do not include low frequency enhancement. CT engineering determined this issue to be an acceptable risk. The following mitigation applies: physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. There are mitigations implemented in our system, as described above, to minimize the artifacts in the images. In addition, as written in the IFU, operators of the CT system must have received official accreditation or certificate to operate CT system as well as adequate training on its safe and effective use before attempting to operate the equipment described in the IFU. This can significantly minimize the use errors that might lead to artifacts.